Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Upon physical inspection of the returned pump, catheter kink was found near the red handle, and biomaterial was observed on the impeller and inlet cage. The root cause of the pump stop issue was biomaterial observed on impeller.

Event description:
The complainant reported that as a 59-year-old male patient was coming off the utilized bypass, the motor current on the implanted impella 5.5 pump spiked and the pump stopped. Multiple attempts were made unsuccessfully to restart the device and the decision was ultimately made to replace the device with a new pump via direct access. There was no patient harm.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿